Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer states that the pump is not registering the batteries that I insert and an address change. The customer was assisted with troubleshoot and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The customer reported that display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing.